Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a lower than expected total beta hcg (tbhcg) result above the normal reference range generated by synchron lxi 725 clinical system for one patient sample. The result was reported out of the laboratory. The result did not correlate with previous and subsequent results. The customer is not reporting patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
The samples were collected in lithium heparin tubes. Qc is run daily and has been within the established ranges. The system checks were performed on (B)(6) 2011, and all the results were within the specifications. Service was not dispatched for this event. The sample was not available for repeat testing. A definitive root cause for this event could not be determined.